Manufacturer narrative:
No service was performed on the system. A phaco handpiece was returned for eval. A visual assessment of the returned handpiece did not reveal any defect or non-conformity. The returned handpiece ground resistance was checked and found within specifications. The fluidic flow test was performed on the returned handpiece, which passed test. The returned handpiece was tuned and successfully tuned. The returned handpiece was ran at 100% power for 5 minutes and passed test. The u/s and torsional strokes measurement were checked and found within specifications. The phaco handpiece passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. A review of complaints for the last 24 months did indicate 3 similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, mar 2010, vol. 7, no 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined.(B)(4).

Event description:
A biomedical engineer reported a pt experienced a corneal burn during a cataract with intraocular lens implant procedure. No occlusion bell was heard. Additional info has been requested. This is the first of four reports for this facility.